Event description:
It was reported that a farawave was selected for pulse field ablation procedure. During the procedure, the guidewire got stuck inside catheter and it cannot be advanced nor it cannot be pulled out. Firstly, whole system was pulled out from the body and attempt was made to remove the wire from the catheter, however, the wire was still stuck. No tissue was noted on the guidewire or catheter. Thus, the catheter was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analyis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.